Event description:
During implant, the left ventricular (lv) lead was unable to advance in the sub-selector. After multiple attempts the event was resolved by explanting and replacing the left ventricular lead. The patient was in stable condition and experienced no adverse consequences.